Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during ureteroscopy with laser lithotripsy procedure while extracting stones in the left ureter, the ncircle tipless stone extractor became stuck in the stone burden and was not able to take the basket out normally. The doctor had to take apart the basket, and continue to laser the stone in order to loosen the basket from the stone burden. As reported the sheath was separated from the cannula. After, the doctor was able to free the remaining basket in the left ureter. He took it out and finished the case as usual. No additional procedures were required due to this occurrence. There was no harm to the patient.

Manufacturer narrative:
Investigation/evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. Returned packaging confirms reported device lot number. The device was returned with the basket assembly removed from the basket sheath. The device was returned with the handle disassembled and the polyethylene terephthalate tubing (pett) was not returned. Visual examination noted the basket sheath is severed 5 mm from the distal end of the support sheath. 5mm of the basket sheath remains beyond the support sheath. The coil assembly is severed 5.5 cm from joint of the cannulated handle. The proximal segment of the cannulated handle and coil assembly measures 20.3 cm. The severed basket sheath measures 110.3 cm in length. There are several kinks in the basket sheath. The kinks are located at 7 cm, 14.5 cm, 15.5 cm, and 23 cm from the proximal end of the support sheath. The basket formation is still attached to the coil assembly. The coil assembly coils have been stretched. A review of the device history record found there were no non-conformances. A review of complaint history revealed no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. To conclude, the device was returned severed and disassembled. It is possible the stone was too large to be removed, causing the difficulty noted. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The condition of the returned device prevented an accurate investigation. As reported, the device was disassembled by the user after the stone became stuck inside the basket. The disassembly and damage caused by the user did not allow a determination of the cause of the issue to be determined. All devices are inspected multiple times for functionality and damage during manufacturing and quality control checks. The cause of the reported issue could not be established. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new event information to report.